Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2013, alleging inaccurate high reading on their verio pro meter compared to another meter. The patient mentioned that they had tested and obtained a 500 mg/dl on their verio pro meter and less than 30 minutes later tested on another device and obtained a 220 mg/dl. The patient denied exhibiting any symptoms due to the alleged issue. The patient self-treated with insulin and did not seek any further medical attention. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have the control solution with him at the time of the call. There is no evidence that the meter caused or contributed to an adverse event since the meter reading correlated with the self-treatment. The complaint is being reported since the meter to other meter comparison was greater than 30%.

Manufacturer narrative:
Products were replaced and requested back for investigation.